Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was presented with g1 degenerative spondylolisthesis and underwent posterior lumbar interbody fusion (plif) at l4/5. Intra-op, after the cage insertion on the right of l4/5, the defective cage was hammered with a plastic hammer on the left. After hammered for a while, the posterior border of the cage protruded about 5 mm to the l4 vertebral posterior wall which had spondylolisthesis, so the physician determined to hammer the cage in additionally with a metal hammer. Then, about 5mm separated from the posterior border of the cage, and the broken part of the cage came off together with the gripping part of standard inserter. After that, the remaining part of the cage was removed with instruments new cage of 1mm smaller was inserted. No patient complications were reported as a result of this event.